Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).

Event description:
The following information was previously reported in manufacturer's report # 3004209178-2013-03620 [it was reported that the catheter had migrated a couple times. No patient symptoms were reported and no further details were provided. (Refer to manufacturer report # 3004209178-2013-03558 for final resolution)] additional information: it was later reported that the patient had a total of 4 revisions due to displaced catheter. They do not know why they kept coming out of place. The patient denied injuries etc. It was thought that it could be an anatomical issue because she was very, very tiny and petite. There had been nothing wrong with the catheters at all; they just kept coming out of the intrathecal space. The dates of revisions were (B)(6) 2012, (B)(6) 2013. The symptoms for each case were pain and lack of relief. The dislodgements were confirmed by CT each time. The patient had been fine since the last revision and receiving effective therapy. It was later reported that the catheter was out of the intrathecal space, but was still secured in the anchor in the back. A spinal segment revision was done.